Manufacturer narrative:
(B)(4). Batch # n5398m. Second reload used with same device: batch # n5398m. Manufacture date: 1/28/2016. Expiration date: 12/28/2018. Analysis conclusion: the analysis results showed that one ecr60b cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The analysis results showed that one ecr60w, cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic surgery for pancreatic cancer procedure, the device cut the tissue but the distal staples were not formed into the tissue after first firing with an white reload. Another blue reload was used to continue the procedure but the distal staples were not formed into the tissue after firing. Another cartridge was used to complete the procedure. There were no adverse consequences for the patient reported.